Event description:
Customer reported that she experienced high blood glucose over 500 mg/dl; customer stated, she was in the hospital for highs because, she was sick with a cold. Customer reported that the insulin pump has cracks in the reservoir compartment. Possibly due to wear and tear. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.